Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site and performed troubleshooting over multiple visits. After evaluation of the instrument, the cse performed a full service check. The cse replaced two photomultiplier tubes due to high dark counts. The cse cleaned the o-ring and rotor assembly. The cse retested the dark counts which were elevated. The cse replaced the luminometer and cable from the luminometer to the backplane. Dark counts were retested and results were still elevated. The cse returned to the customer site and replaced the luminometer, after which dark counts were lower. The cse performed a total service call, recalibrated the reagent probes, and checked for proper movement and calibrations of reagent probe 3 and cuvette bottom. The cse replaced the sample syringe and tubing on the sample probe. The customer ran the (B)(4) method which resulted within specifications. The cause of the discordant, false (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, false (B)(6) total antibodies to (B)(6) core antigen ((B)(6)) results were obtained on one patient sample on the advia centaur xp instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate advia centaur instrument, resulting (B)(6) for (B)(6). The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false (B)(6) results.